Event description:
Customer reported that "during use, the oximeter stops without alarm warning (it did happen 5 times in 2 days.). No patient injury reported. The monitor stops spontaneously without reason, without audible and visual alarms." Information received indicates that this problem was observed when the unit was on the electrical circuit or on battery. Nellcor puritan bennett is trying to gather additional information and obtain specific details.

Manufacturer narrative:
Nellcor puritan bennett has requested the return of this unit for investigation, and requested additional information for clarification of the reported condition.